Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed white smoke coming out from the back of the instrument near the pump storage area. The customer turned off the power and unplugged the instrument. The fse replaced the vacuum pump. There is no further smoke or smell coming from the instrument. Fse performed a vacuum system test which passed and controls in range. No impact to patient management was reported.

Event description:
The customer observed white smoke coming out from the back of the instrument near the pump storage area. The customer turned off the power and unplugged the instrument. The fse replaced the vacuum pump. There is no further smoke or smell coming from the instrument. Fse performed a vacuum system test which passed and controls in range. No impact to patient management was reported.

Manufacturer narrative:
Service was dispatched due to the customer reporting smoke coming from the back architect i2000sr, serial # (B)(6). Service determined the pump, vacuum (rohs) (7-77795-02) the likely cause and replaced the part, resolving the smoke issue. No fire or injury to personnel reported. The instrument service history review revealed no additional tickets associated with smoke. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. The 2025 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The damaged components were limited to the pump, vacuum (rohs) (7-77795-02) and the smoke did not spread to other parts of the instrument. A review of tracking and trending for the did not identify any increased complaint activity for the complaint issue. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency was identified.